Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the customer had to maneuver the usb cable while plugged into the pump for the pump to initiate charging. Customer declined to provide any additional information. There was no reported adverse impact to customer¿s blood glucose level.